Event description:
The reporter indicated that during the implant, the sidelock was loose after inserting the leads into the header. The pacer was replaced with another model 284-05 according to the doctor's request.